Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: given that an invalid lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If a valid lot number becomes available, the mre review will be performed. D4: the lot number was incorrect. D10: concomitant device: 2x biointfx 6-8mmx30mm tpr scr 2nd device, therapy date: unknown.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown d10: concomitant device: 2x biointfx 6-8mmx30mm tpr scr 2nd device, therapy date: (B)(6) 2024 UDI: (B)(4).

Event description:
It was reported by the sales rep in china that during an acl (anterior cruciate ligament) surgical procedure on (B)(6) 2024 the biointfx device anchor had broken off. The user changed to two others to continue the surgery. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided. This is report 3 of 3 of the same event